Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead dislodgement was observed. Oversensing of the atrial signal on the ventricular channel resulted in inappropriate therapy. The lead was explanted and replaced. The patients condition is good after the event.